Event description:
Routine complaint investigation when a consumer reported receiving a reading of 129 mg/dl. The paramedics were called when the resident became unresponsive. When the paramedics arrived, they took the user's blood glucose. The reading was 17 mg/dl. Medication was administered immediately to elevate the glucose level.